Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. Additional device involved.

Event description:
In early 2003, this pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. In late 2008, these devices were explanted. The physician stated it was due to endotension progressive enlargement. Further investigation is being conducted.